Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that increasing, unstable and high thresholds were noted on the right atrial (ra) lead. The physician suspected that the ra lead dislodged. During the revision procedure, the lead's parameters tested normal. The physician then suspected the header of the implantable pulse generator (ipg) to have a defect. The ipg was removed and replaced. When the new ipg was placed, atrial thresholds increased again so the ra lead was removed and replaced. No patient complications have been reported as a result of this event.